Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed. The patient presented to the operating room for device change out due to normal eri. No electrical anomalies were detected. The patient was asymptomatic. It was noted that the patient recently had a vf episode that was successfully converted. The lead was capped and replaced. The patients condition is good.